Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: mni, mnh, kwp, kwq. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Event description:
This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis.

Event description:
Reportedly the 3d heads are not removable: before the surgery, it was reported the device was milled properly with the head space above the screw. The surgeon removed these implants and implanted a new one. The implant and explant dates are unknown.

Manufacturer narrative:
This device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigations and functional tests show no problems with snapping of the article. The article is functional. Furthermore our investigations according to our manufacturing and material documents show no deviations according our specifications.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the click x 3d heads were reportedly not removable. The devices were returned for evaluation. Additional information has been requested. This is 1 of 2 reports for the same event.